Manufacturer narrative:
Device alarmed no delivery during the no delivery test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime test due to no delivery alarm. Insulin pump passed self test, unexpected restart test and all operating currents were normal. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the device still detected occlusion after reservoir and infusion set changes. Customer had tried different infusion sets and reservoirs. Customer's blood glucose was 161 mg/dl. During troubleshooting, device passed the displacement test. After troubleshooting, customer agreed to return the device for analysis.